Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the marketing member and the sales rep visited the hospital for verification of the previous complaint (detail unknown). A verification was performed in a dry lab with an artificial bone model at an operation room on (B)(6) 2019. One of two perforators (same lot number as the previous complaint product) was connected to a drill (midas, medtronic). It felt dull during perforation and a bone pad did not remain. The auto release worked but it felt as though it pierced. It took a while until the outer blade finished shaving the bone. The other perforator functioned sharply, and a bone pad remained. The outer blade did not require a long time to finish shaving the bone(s). No further information was provided by the hospital. The products will be returned for evaluation.

Manufacturer narrative:
Complaint sample was not returned for evaluation therefore; an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between (B)(6) 2019 and (B)(6) , approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(4) director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.